Event description:
It was reported that a malfunction occurred on the pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided information for resetting the pump. After the follow-up call, the pump was successfully reset, and no further malfunction codes were displayed. The customer was advised to continue using the pump and to call back if any issues reoccurred.